Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker device has reached elective replacement indicator (eri) after three years post implant. Changeout has been scheduled and boston scientific technical services (ts) requested new data for analysis. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device has reached elective replacement indicator (eri) after three years post implant. Changeout has been scheduled and boston scientific technical services (ts) requested new data for analysis. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker device has reached elective replacement indicator (eri) after three years post implant. Changeout has been scheduled and boston scientific technical services (ts) requested new data for analysis. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported. The device has been returned to the laboratory for further analysis.